Event description:
It was reported that this right ventricular lead was explanted due to experiencing dislodgement. Another lead was implanted instead. No further adverse patient effects were reported.